Manufacturer narrative:
Investigation summary: seven samples received for investigation. Three from lot # 9015920, one from lot # 8344716, one from lot number 8344729, one from lot number 9015923, one from lot number 8344733. No physical samples received from the lot #s: 9015925 and 8325717, together with the receipt of a sample corresponding to a lot not reported in the complaint, lot # 8344733. Six closed samples were evaluated for silicone content, since it is the only liquid used during manufacturing inside the barrel, which has a lubricating function. Results were satisfactory, the silicone content in each of the samples was within specification. Additionally, fourier transform infrared spectroscopy (ftir) was performed on the one open sample to determine if the product contains any other liquid, results revealed silicone content. The defect was not confirmed and the root cause could not be determined. At this time, no corrective actions are necessary. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process.

Event description:
It has been reported that the 20ml luer lok syringe has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that the consumer found fluid inside the syringe, while syringe is still in the package. Verbatim: there is a fluid inside the syringe, while syringe is still in the package.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9015923. Medical device expiration date: 2024-01-31. Device manufacture date: 2019-02-28. Medical device lot #: 9015925. Medical device expiration date: 2024-01-31. Device manufacture date: 2019-03-08. Medical device lot #: 8344716. Medical device expiration date: 2023-12-31. Device manufacture date: 2019-01-25. Medical device lot #: 8325717. Medical device expiration date: 2023-11-30. Device manufacture date: 2019-01-12. Medical device lot #: 9015920. Medical device expiration date: 2024-01-31. Device manufacture date: 2019-02-26. Medical device lot #: 8344729. Medical device expiration date: 2023-12-31. Device manufacture date: 2019-02-14. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the 20 ml luer lok syringe has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that the consumer found fluid inside the syringe, while syringe is still in the package. Verbatim: there is a fluid inside the syringe, while syringe is still in the package.